Manufacturer narrative:
-The following statement was inadvertently excluded from the initial MDR: "it was reported that during a generator and lead replacement surgery, as captured in mfg report # 1644487-2016-02553, there was a complication caused by the resident that caused the replacement of a lead and generator to take longer than expected."

Event description:
It was reported that during a generator and lead replacement surgery, as captured in mfg report # 1644487-2016-02553, there was a complication caused by the resident that caused the replacement of a lead and generator to take longer than expected.

Event description:
It was reported that there was a complication caused by the resident that caused the replacement of a lead and generator to take longer than expected. The resident had to navigate through a lot of scar tissue and possibly cut something that he shouldn't have. The resident then couldn't get the bleeding to stop. It was resolved but the surgery took longer than expected. No additional relevant information has been received to date.